Event description:
It was reported that noise and high impedance were observed on atrial lead. The pocket was opened, and the atrial lead tested normal via the psa. The lead was reconnected to the ICD and noise was seen again. Tapping on the header made the noise worse. A connector issue was suspected. The ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of noise was verified through the device's stored egms. The device was tested using automated test equipment and found to be normal. The cause of the noise could not be determined.